Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event may have occurred by damage of image sensor unit/cable. However, the root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed no error message was displayed. The condition of the patient was not impacted by the failure. No affect to the patient other than the delays. The procedure was stopped while the problem was fixed. No other devices were connected to the subject device when the failure occurred.

Event description:
The customer reported that when using an evis exera iii bronchovideoscope, the screen would turn black and show no images. The event occurred during the diagnostic procedure. There was a 15-minute delay to switch devices with a patient under anesthesia. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image blacked out when angulated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.